Event description:
A consumer reports that he has had problems with triplopia following bilateral intraocular lens implant surgeries. He reports he is able to read, but sees letters in triplicate and lines on a page appear shadowed or blurred. He sees better in bright light, but still sees letters in triplicate and at night when he looks at lights they flash. Follow-up with the surgeon indicates the patient has had an excellent visual outcome and there are no plans to intervene. Results of a convergence test, retinal exploration and oct were normal. The surgeon reports the patient is psychologically unstable. MDR # 1119421-2007-00058--od (right eye), MDR # 1119421-2007-00059--os (left eye).

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. A follow-up call was made and additional information received from the consumer on 01/24/2007. Follow-up was conducted by phone with the surgeon on 02/13/2007 with additional information provided.